Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-00102 for the patient return grounding pad, and manufacturer report # 3005099803-2012-00144 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and four patient return grounding pads were used during a renal radiofrequency ablation procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the operator realized that the patient had a prosthetic knee. Therefore, all four pads were placed on the patient's right leg; two on the inner thigh and two on the calf. As a result of the pad placement, a p2 error message occurred which halted the generator at 120 watts. The procedure was not completed at this time. Reportedly, the patient sustained a second degree burn on his inner thigh, which was confirmed to only be under the second pad. The burn was treated medically using a fatty sticking-plaster. Additional follow up reported that the patient's burn has been resolved.

Manufacturer narrative:
The complainant was unable to report the serial number; therefore the manufacture date and expiration date are unknown. The complainant indicated that the device has been retained and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.